Manufacturer narrative:
Beckman coulter inc assessment of customer supplied instrument performance data indicated that level one accutni quality control results were within the customer's established ranges prior to and after the event. On the event date, level one accutni quality control results were within the customer's established ranges however were elevated two standard deviations. After the customer replaced the accutni reagent pack, qc was repeated which yielded lower results, closer to the established mean. Additional qc data has not been supplied by the customer. Beckman coulter inc assessment of customer supplied instrument performance data indicated that a routine system check performed prior to the event met instrument specifications. Service was dispatched to the site on (B)(4) 2011 for this event and the field service engineer performed preventive maintenance activities on the instrument. A definitive root cause for this event has not been determined to date. Associated mdrs: 2122870-2011-04628, 2122870-2011-04653, 2122870-2011-04629, 2122870-2011-04630, 2122870-2011-04631.

Event description:
The customer reported that on (B)(6) 2011 higher than expected cardiac troponin (accutni) results, within the risk stratification range, were generated from an access 2 immunoassay system for eight patients. This is report is three of five and represents the higher than expected accutni results generated on (B)(6) 2011 for one patient. The initial result was reported outside the laboratory and was questioned by clinicians. The patient was held in the emergency department for an extended time due to the elevated accutni result. No additional affects to patient care were reported. After re-centrifugation of the original sample, a repeat test on the same instrument generated a result which was also elevated and within the risk stratification range. Subsequent repeat testing on an alternate access 2 immunoassay system produced lower results, within the normal reference range. The result from the other instrument is not being questioned by the customer. The test samples were collected in green topped plasma tubes without a gel separator. Patient demographic information was not provided by the customer.